Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient experienced breast cancer on the left side in february 2009. It was addressed with surgery and radiation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/17/2020, mentor became aware that the serial number of the complaint device is (B)(6) on the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast surgery with 300cc saline mentor smooth round moderate profile breast implants and experienced rippling on one side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number of the complaint device is either (B)(4), but it is not definitively known at this time. Should additional information become available, a supplemental report will be submitted.